Event description:
This is a report for an event that occurred in the left eye of a pt. Refer to medwatch 9681121-2012-00036 for a description of the event that occurred in the right eye. A report of corneal ulcer associated with lens wear was reported from a pt. A pt was diagnosed with an ulcer on the right eye and discontinued lenses for two weeks. Five days later, after lens wear resumed, the pt began to experience dryness and pain in the left eye that became worse after the lens was removed from the eye. The pt began to use medication (vigamox) that was originally prescribed for the right eye on (B)(6) 2012. The next day, on (B)(6) 2012, the pt sought medical attention and was diagnosed with a central corneal ulcer. Additional info, received on (B)(6) 2012 from the eye care professional, indicates the pt presented with mild discomfort, moderate redness, and watery discharge. A central corneal ulcer was diagnosed and vigamox was prescribed to use four times a day. The ulcer was one of two millimeters in size and centrally located. The anterior chamber was quiet. Trace staining was observed. A change in visual acuity did not occur and the cornea was clear of any scarring. No further info was provided. The issue has resolved and lens wear has resumed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Review of the device history record and sterilization record has been reviewed and found to be in compliance. There were no nonconformances or deviations during the mfg process which related to the nature of the complaint. The mfg review did not indicate that this complaint was due to the mfg process. No complaint or mfg trend was identified. The root cause could not be determined. (B)(4).